Event description:
It was reported that during a procedure to stent the subclavian vein, the stent failed to deploy completely. The approach taken was the left arm graft. The doctor used a 6f sheath and 0.035 guide wire. The tracking path was 30 cm long and the vessel anatomy was not tortuous and there was no calcification. The doctor had no difficulty advancing the delivery system to the lesion and no resistance was felt. Excessive force was not necessary to start the stent graft deployment, but it only partially deployed. The delivery system was removed and an 8x80 was deployed successfully. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. The distance from the tuohy borst adapter to the pin vise handle was 105 mm. The stent graft had been partially released for 40 mm. The outer sheath was torn off and elongated in the area of the catheter reinforcement. This is an indication for very high friction forces, which finally resulted in the described deployment difficulties and the damage to the outer sheath. The complaint is confirmed. Based on the info available and the sample evaluation, the root cause for the described product failure could not be determined. This application represents an off-label use. The fluency tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.